Event description:
It was reported that, after a thr surgery performed on (B)(6) 2021, a revision surgery was performed on (B)(6) 2021 due to pain and dislocation of the oxonium femoral head 12/14 taper 32 mm -3 and the polarstem standard non-cemented with ti/ha 5, the surgeon said the devices were not defective. Current health status of the patient is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant clinical information will be provided for inclusion in this medical investigation. Therefore, a thorough medical investigation could not be rendered nor could a clinical root cause be determined. Based on the information provided, the patient was revised due to pain and dislocation of the oxinium femoral head 12/14 taper 32mm -3 ((B)(4)) and the polarstem standard non-cemented with ti/ha 5 ((B)(4)). According the surgeon, the devices were not defective. The impact to the patient beyond that which has already been reported cannot be determined. Therefore, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy, joint tightness, material in use, patient reaction, loss of sterility or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.